Event description:
I have had complications since I have had my hernia mesh surgery I have gone back to the dr where he had tried to put meds into the area to try to ease the pain which cause it to have pain they tried to send me to the (B)(6) and they there so that there was nothing they could possibly do as well ever since this I have had pain and no one has been willing to do anything about it. It is affecting my everyday living. The dr who performed the surgery was let go by the hosp because of the other complications and surgical matters. I am in so much pain and crying I don't know what to do where to turn to. FDA safety report ID# (B)(4).